Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was seen in the emergency room after receiving a shock, with symptoms of dizziness, nausea, and the patient was diaphoretic due to loss of consciousness. The shock was appropriate and successfully converted the patient's rhythm out of vf (ventricular fibrillation). The patient had a similar episode about a month earlier. Neither episode was reported to the clinic via carelink because the proper alert was not turned on in the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.